Manufacturer narrative:
The customer reported intermittent e06 errors occurred during the procedure. It was later determined that the actual failure code was e0b, no e06. An e0b error indicates that the system is setting the pump to be on, but that the feedback circuitry indicates that no current is being drawn by the pump. The field service representative found that the improper crimp of a wire terminal prevented proper plugging and locking of a wire into the connector. With an improper electrical connection, no voltage was delivered to the pump. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that intermittent e-06 errors occurred during the cardiopulmonary bypass surgery. The error was cleared and the procedure was cleared with no patient injuries.